Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse found an issue with the solenoid valve. A lack of negative pressure occurred. The fse stated that maintenance service for this unit ended at the end of december 2022. The unit was unable to be repaired for this reason, and the customer was informed of the inability for the unit to be repaired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had a system malfunction. The iabp treatment was originally scheduled to be completed, it was replaced with another cs100 in about 5 minutes then discontinue iabp 1 hour later for patient stabilization. There was no patient harm reported.